Manufacturer narrative:
Exemption number e2016018. (B)(4) (bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as (B)(4) internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 250 ml/hr and 25 ml were performed and tested in spec. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: over infusion. While in use on the floor the rate and volume needed to be continuously changed because the bag was running dry. The pump was programmed at 92 ml/hr with a volume of 1196 ml, but the rate that the medication actually infused at is unknown. The pump was then sent to the facility's biomed department and the biomed was able to reproduce an over infusion. The pump was programmed to infuse at 250 ml/hr, but infused at 264.7 ml/hr. No patient injury.